Event description:
During the procedure, after the probe was inserted into the patient the temperature increased and the indicator lit up in red. The probe was replaced but the indicator light remained in red. The procedure was cancelled and there were no patient consequences to the patient.

Manufacturer narrative:
Based on the information provided to abbott the cause for the reported event was due to the temperature board. When the temperature was set 30 degree, the temperature indicator was displayed over 35 degree. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.